Manufacturer narrative:
The device was not received for analysis. Follow up attempts have been made, however, no response has been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treatment of a giant aneurysm, the microcatheter was in place, the tip of the pipeline flex stent did not open smoothly and did not completely adhered to the wall after the adjustment. It was decided to recover the pipeline flex to recycle again, but pipeline flex couldn't be recovered. Repeated attempts were not successful. The whole system was withdrawn, and the operation ended. No patient injury was reported. The aneurysm was unruptured, saccular, and located in the carotid artery, cavernous sinus. The max dimeter was 23mm with a neck of 15mm. The landing zone was 3.97mm and the proximal was 4.23mm. The anatomy was reported to have been severe. The device and the ancillary devices were used and prepared per the instruction for use (IFU).

Manufacturer narrative:
The pipeline flex delivery system and the catheter were returned for evaluation. Approximately 1.0 cm of the distal braid of the pipeline flex appeared to be partially deployed outside of the catheter tip. The remaining braid and pushwire were found to stuck within the catheter lumen. For further examination, the pipeline flex delivery system was then pushed out from the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened with moderately frayed. The pushwire appeared to be bent near the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The catheter body was found to be damaged. Based on the analysis findings, the event descriptions, the report of failure to open at the distal end could not be confirmed, as the returned pipeline flex braid appeared to be fully opened with moderately frayed at both ends. However, the cause for damage could not be determined. It¿s possible that the ¿severe vessel tortuosity¿ may have contributed to the failure to open issue. The returned pipeline flex delivery system and the catheter were found to be damaged. It was reported that the patient¿s vessel tortuosity was severe. The devices were prepared per the instruction for use (IFU) and a continuous flush with heparinized saline was maintained during the procedure. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported issues. From the damages seen on the catheter body, pipeline flex braid (fraying), proximal wire (bending) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.